Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, approximately 2 hours later as the pt was sitting upright in bed, she felt pressure in her groin followed by bleeding and hematoma formation. Manual pressure was held for 5 minites and a c-clamp device was placed for one hour with hemostasis achieved. A hematoma measuring 4x2 cm remained. The pt was listed in stable condition at the time of last report.